Event description:
It was reported that patient¿s device went into bvvi after failing to complete the cyber security update. A device download was performed successfully which resolved device functions. The patient was stable.